Manufacturer narrative:
Since the device was not returned and the lot number was not known, a complete investigation could not be performed. No conclusion can be made. A second device, quantum controller, was used in the procedure and will be filed under medwatch form 2951580-2009-00098.

Event description:
A clinical incident involving a quantum controller and super turbovac wand was reported to arthrocare. Following a knee arthroscopy procedure, the pt reportedly sustained a first degree burn approximately 1 cm in size to pt's left knee medial to the lateral portal side. The burn was treated with silvadene cream. It was also reported the burn was caused by leaking of fluid from the portal.